Event description:
Allergan received a report that a patient received coolsculpting treatment to the submental area experienced paralysis post treatment. Due to insufficient information, device info and treatment date is not documented.

Manufacturer narrative:
The coolsculpting user manual, under warnings, states that the use of the coolsculpting device on areas with superficially located nerve branches has not been demonstrated to be safe and effective. Such use may result in injury to the patient. In addition, coolsculpting system use has not been studied in patients with neuropathic disorders like neuralgia and/or neuropathy. A supplemental report will be submitted if and when additional information is obtained.

Manufacturer narrative:
Upon further review of the reported event, it has been determined that there is no alleged paralysis.

Event description:
Upon further review of the reported event, it has been determined that there is no alleged paralysis.